Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced either an overstimulation sensation or an understimulation sensation, depending upon how the voltage parameters on the implantable neurostimulator were changed. The pt also experienced a loss of therapeutic effect as the stimulation only worked intermittently. The pt met with the physician and the MFR rep on (B)(6) 2011. The device was checked and was working well. Impedance readings were normal and there was appropriate stimulation sensation when the amplitude was increased. Since implantation of the device, the pt did not have to use a catheter to eliminate urine from the bladder. Prior to the device implantation, the pt had to catheterize three times per day. The physician instructed the patient that although there may be no stimulation felt, the device was still working. It was later reported that the pt met with the physician and the MFR rep on (B)(6) 2011. It was noted that following implantation of the device, the pt voided normally for several months. The pt's symptoms returned recently, however. The pt required catheterization. The pt's device was adjusted and provided optimal sensory response and minimal sensation in the toe. The pt discussed a treatment plan with the physician. Additional info was requested but not available as of the date of this report. A f/u report will be filed if additional info becomes available. See also MFR report # 3004209178-2011-06566.